Event description:
It was reported that balloon rupture occured. The vascular access was obtained via brachial artery using a non-bsc introducer sheath. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left subclavian artery. After crossing the lesion with an unspecified guidewire, pre-dilation was performed using a 4mm balloon catheter. A 8.0mmx40mmx135cm sterling balloon catheter was then advanced for additional dilatation. The balloon was initially inflated at 8 atmospheres (atm). On the second inflation at 6 atm, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was blood in the inflation lumen and the balloon. There were multiple hypotube kinks. Magnified inspection of the balloon revealed a balloon pinhole 31mm from the distal tip and scratches in multiple places along the length of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via brachial artery using a non-bsc introducer sheath. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left subclavian artery. After crossing the lesion with an unspecified guidewire, pre-dilation was performed using a 4mm balloon catheter. A 8.0mmx40mmx135cm sterling¿ balloon catheter was then advanced for additional dilatation. The balloon was initially inflated at 8 atmospheres (atm). On the second inflation at 6 atm, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No complications were reported and the patient's status was good.